Manufacturer narrative:
Corrected data: concomitant part 499-28-006,lot 833901a was removed after quality analyst evaluation. Manufacturer narrative: the reason for this revision surgery was the patient fell and dislocated the liner and the metal from the cup. The in-vivo length of patient service for the implant was 13.3 years. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. Review of the device history record (DHR) for the explanted part revealed no discrepancies or issues during the manufacture of this part. The DHR evidences that all critical dimensions, design criteria and specifications in effect at the time the part was manufactured were met. The complaint investigation history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed as non-product related. The root cause for this event was the patient fell and dislocated separating the metal liner from the cup. The surgeon reported no issues associated with the explanted product. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - metal on metal liner. Due to the patient falling and dislocating the liner and metal from the cup.